Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the hematoma was an elevated blood pressure in combination with the blood thinners necessary to maintain the patient's mechanical heart valve. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID #: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient developed a pocket hematoma. On (B)(6) 2024, the patient was seen to have the hematoma evacuated. As of (B)(6) 2024, the patient and surgical site was stable. Per the opinion of the physician, the root cause was an elevated blood pressure in combination with the blood thinners necessary to maintain the patient's mechanical heart valve. The patient also experienced a hematoma on their windpipe which led to windpipe compression. The patient passed away on (B)(6) 2024.